Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: during testing, the pump was powered and the time and date reset to default settings due to failure of the internal clock battery on the printed circuit board. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a time and date issue. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.